Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Concomitant medical products: 407658 lead, (B)(6) 2013; c4tr01 ipg, (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable pacing lead dislodged, fell out of its previously implanted position, and was explanted and replaced. No patient complications have been reported as a result of this event.